Manufacturer narrative:
The reported event of a low voltage alarm was confirmed during analysis. The evaluation of the returned system controller revealed compromised/broken brown and red/white inner wires in the white power lead. Movement of the white power lead at the connector end resulted in low battery and power cable disconnect alarms. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced low voltage alarms while connected to batteries. The system controller was exchanged and the event was resolved.